Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets were fell off event on 26-feb-2026. The insertion site was abdomen. Patient experienced bleeding at site. No further information available.